Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer displayed error code stating that the programmer was overheating, the left keyboard hinge and the power cord bay tabs were broken, and the software error was confirmed. Could not confirm the fan noise. It was also determined at analysis that the rf head has damage to the upper-case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displayed an error code stating that the programmer was overheating. Restarting the programmer does not clear the error code. It was also noted that the programmers power cable lid and keyboard were damage and the fan was noisy. The device was returned for service. There was no patient involvement recorded with this event.